Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that upon boot up this morning, the navigation system got stuck on the white text boot up screen for approximately 15 minutes and kept running text. There was no patient involvement. Additional information received indicated additional troubleshooting was performed. During installation of the new computer, the main cart monitor displayed a "no video detected" message and the camera cart displayed a "no source signal" message. Technical services (ts) and the manufacturer representative (rep) both confirmed that all cables were properly seated. Ts then had the rep power the system off, unplug all cables from the back of the computer except the power cable and the usb-c to hdmi cable, and power the system on. The main cart monitor still displayed the "no video detected" message. It was concluded the newly installed computer was an out-of-box failure.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735764, serial/lot #: (B)(6), product ID: 9735785, product ID: 9735737, version #: 2.1.0, product ID: 9736411, serial/lot #: (B)(6), product ID: 9735764r, serial/lot #: (B)(6), UDI#: (B)(4); product ID: 9735785, serial/lot #: (B)(6) h3) a manufacturer representative (rep) went to the site to test the navigation system. Hardware parts were replaced and the system performed as intended. Codes: b01, c19, d15 h3) the solid state drive (product ID: 9736411) was returned to the manufacturer for evaluation. After functional testing and visua l/physical examination, the reported issue was not confirmed. The results of the analysis concluded that no failure was found. Codes: b01, c19, d14 h3) the computer (product ID: 9735764) was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The results of the analysis concluded that the computer had computer failure with failed usb ports as well as the picolo function not booting consistently. Codes: b01, c07, d02 h3) the computer (product ID: 9735764r) was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. The results of the analysis concluded that the computer had no failure found. Codes: b01, c19, d14 h3) the cable (product ID: 9735785) was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. The results of the analysis concluded that no failure was found. Codes: b01, c19, d14 h6) multiple annex g codes were submitted for the event. Annex g code, g02008, is associated with product ID: 9735737. Annex g code, g02007, is associated with product ID: 9736411, product ID: 9735764, and product ID: 9735764r. Annex g code, g02004, applies to product ID: 9735764. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) the software team reviewed the case. The logs did not contain all components for log information. No logs or exams were available. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.